Event description:
It was reported that the patient was experiencing some charging deficits. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.